Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer to contact a healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.